Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30513746m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a second atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac arrest and a temporary pacemaker was inserted. The gap of bottom of cryo right pulmonary vein (rpv) was first ablated. Box was created. After that, although cardioversion direct-current (dc) was conducted, sinus rhythm was restored, but it immediately became afib. Ablated for afib initiation of around the septum. Ablated for cavo-tricuspid isthmus line (cti). Ablated for low-voltage zone (lvz) of anterior. After that, although sinus rhythm was restored, it became afib soon after. A direct-current (dc) was performed about 15 times in total. After stopping afib, cardiac arrest occurred, and back up is essential. Although returned to sinus rhythm, again afib, termination, cardiac arrest. In consideration of the flow in, a temporary pacemaker was inserted due to a concern of cardiac arrest when the afib was stopped. The patient left the room with a temporary pacemaker. At the time of leaving the room, there was sinus rhythm. The physician commented that originally, the duration of afib was long, and there was no causal relationship. Additional information was received, and it was reported that the physician¿s opinion on the cause of the adverse event was that it was patient condition related. The patient outcome of the adverse event was reported as improved. No information was provided if extended hospitalization was required.